Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported patient also had a left total hip arthroplasty (B)(4). Pfs reported patient with pain and burning, dislocation of left total hip arthroplasty, impaired mobility with not being able to ambulate for long periods of time, unable to drive and not able to lift >25lbs. There was no revision surgical report within the medical records. Patient had a polyethylene liner. All components will be reported for pain.